Event description:
The customer reported that when stepping on the pedal, the screen remains dark. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep was unable to duplicate the malfunction. He retrieved log files and ordered parts to fix the unit. The system now operates as intended.